Event description:
It was reported the patient died on (B)(6) 2022 following a fall. Further information on cause of death was not provided. No device malfunction was reported. The patient is not remotely monitored. Device explant was requested for analysis. Further information was requested but is not yet available.

Event description:
Additional information received indicated the patient died due to an accidental fall. The device was explanted post-mortem and is retained by the family and will not be returned for analysis. Further information was requested but is not available.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.